Event description:
Boston scientific received information that during an echocardiogram, everytime the wand was placed on the patient implanted with this device, the patient's heart rate increased to 140bpm. The patient reportedly had minute ventilation (mv) sensor and xl on, with mv on auto 5. The patient's physician confirmed that the fast pacing occurred when the elektrogram (EKG) lead was connected to the left shoulder. The echocardiogram was performed successfully without the EKG. Additionally, the maximum sensor rate (msr) was decreased to 130bpm. No further complications were observed. No adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.